Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The customer was advised to replace the flow sensor and system board due to potential water ingress. Repeated attempts for additional information or to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on mar 20, 2025 and section h11 should be reported as: the manufacturer previously received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The customer was advised to replace the flow sensor and system board due to potential water ingress. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed, and one error was found. However, during the evaluation, they were unable to duplicate the error code. The manufacturer's service center concludes that they could not confirm the customer's allegation of ventilator inoperable and are awaiting the final testing of the unit. Sections d8, d9, h2, h3 and h6 has been updated in this report.